Event description:
Customer reported to beckman coulter, inc (bec) that the access 2 immunoassay system (access 2) generated multiple troponin I (accutni) erroneous patient results on two days, (B)(6) 2012. Customer reported that access accutni reagent, lot 117273, and access accutni calibrators (s0-s5), lot 116459, were used in conjunction with the access 2 analyzer. Customer reported that initial patient results had very high flyers. Customer reported that the flyers only occurred when the instrument has been sitting for some time (20+ minutes). Customer reported that all patient values after initial high results recovered within expected range. Customer reported that quality control results, like the patient results, would have initial high flyers if the instrument has been sitting for some time and then came in within range. Customer reported that the erroneous result generated on (B)(6) 2012 was reported out of the laboratory. Customer reported that the result was questioned by the clinician. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a bent main pipettor and the wash nozzle. The fse also replaced a misrouted tubing.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2122870-2012-01293.